Manufacturer narrative:
Summary of the investigation: devices history reports (DHR) analysis show that the unit related to this report met all the requirements of the specification at inspection. The analysis did not present any product rejections during the manufacturing process, nor deviations that could result in the reported incident. Almost all the episodes recorded in the device memory showed oversensing, non-physiological signals (noise/artifacts) on ventricular channel. It was found that the noise and artefacts were inhibiting the ventricular pacing. The origin of these non-physiological signals and noise/artifacts are unknown. Based on available data the issue could be located at lead level but cannot be confirmed with certainty. Connection issue may be excluded since the device is implanted for more than 4 years and based on the provided fluoroscopy, the subject leads are well connected to the borea dr. As shown on the fluoroscopy provided, the noise is likely to be related to the positioning of the leads in the patient (in the pocket), where the angle formed during placement may have compromised the integrity of the lead. The origin of these non-physiological signals is unknown. Based on available data and as the lead remained implanted and a new lead was implanted (not returned for investigation), therefore the exact root cause could not be determined. This case is retained and utilized for trending purposes. For more details, please refer to the enclosed report.

Event description:
Reportdly, the lead was implanted on (B)(6) 2021. At a follow-up visit on (B)(6) 2025, the physician observed a decrease in the rv impedance value (200 ohms); she also observed episodes of noise on the rv egm. The physician changed the pacing polarity from bipolar to unipolar to check the impedance values. The unipolar values were also below 300 ohms. It was no longer possible to reprogram to bipolar as the device did not detect the lead as bipolar. As the patient was dependent, it was decided to intervene surgically to implant a new ventricular lead to ensure correct pacing. On thursday (B)(6) 2025, a reintervention was performed. Due to the patient's age, the physician proceeded to implant a new system (device + leads) on the right side of the patient and the old system (pacemaker + leads) was left implanted (abandoned inside the patient).